Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman® laa closure device was deployed. When the physician went to recapture the device, it was attached to some tissue in the laa. They were unable to recapture the device, so they had to keep it where it was deployed. It did not meet the release criteria and it had a leak of 2mm, but it was released safely. There were no patient complications and the patient's condition was fine.